Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that, during CPR, the user tried to deliver 150 joules of therapy to the patient with the first heartstart mrx defibrillator (serial number (B)(4) which is addressed in pr (B)(6). The patient shook but the user received a ¿no shock delivered¿ message. The user repeated this several times before trying another heartstart mrx defibrillator (serial number (B)(4) which is addressed in this report) with different pads and cable but received the exact same result with that device as well. The device was reported to be in use on a patient, however, no direct adverse event to the patient or user was reported. Additional details have been requested

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that, during CPR, the user tried to deliver 150 joules of therapy to the patient with the first heartstart mrx defibrillator (serial number (B)(6)which is addressed in (B)(4)). The patient shook but the user received a ¿no shock delivered¿ message. The user repeated this several times before trying another heartstart mrx defibrillator (serial number (B)(6) which is addressed in this report) with different pads and cable but received the exact same result with that device as well. The device was reported to be in use on a patient, however, no direct adverse event to the patient or user was reported. A philips clinician evaluated the event files. The first mrx defibrillator¿s waveform (sn (B)(6)) showed that three shocks at 150j were attempted between 1:23 and 2:16 elapsed time (et). Each time, the shocks were aborted resulting in a ¿no shock delivered¿ message. The second mrx defibrillator¿s waveform (sn (B)(6)) showed that two shocks were attempted at 0:40 and 1:40 elapsed time et. Both of these shock attempts also resulted in ¿no shock delivered¿ messages. There were five ¿pads-on/pads-off¿ messages observed during this event, which is consistent with insufficient pads to patient contact. The ¿no shock delivered¿ message occurs when the patient impedance is outside the range for the delivery of energy. The heartstart mrx instructions for use (publication 453564307761, edition 2, page 316) states that, if the device displays a ¿no shock delivered¿ message and a physiological response from the patient is observed, the possible cause is poor pads contact where the pads are not properly connected to the patient. Even though no shock is delivered, minimal patient movement is possible in this situation as the defibrillator may deliver a small amount of energy during the undelivered shock attempt. A philips field service engineer evaluated the defibrillator and was unable to duplicate the issue. The defibrillator passed all performance assurance testing. The reported behavior is consistent with a patient impedance outside the range for delivery.